Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, intermittent oversensing due to possible myopotential oversensing was noted on the device, which resulted in a 1.5 second asymptomatic pause. It was also noted on the ECG the patient has a poor intrinsic rhythm or is pacing dependent patient. Reprogramming changes were recommended to resolve the event and the patient was stable with no adverse consequences reported.